Event description:
(B)(4).

Manufacturer narrative:
Document review: versafit cup cc trio no holes cementless acetabular cup 60: ref. (B)(4)/ lot 130032 (50 devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 29 cups of the lot have been already sold without any similar event reported. From the x-rays, the cup seems to be too vertical and this could increase the risk of luxation. From the data collected, we have no evidences that the event is device related.